Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had excessive no delivery alarms with the insulin pump. Customer's blood glucose was 386 mg/dl. The customer stated the cannula was not bent upon removal from their body. The customer stated they were able to prime the insulin pump and insulin was able to exit. The customer requested to have the insulin pump replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.